Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to duplicate the stated issue. The display/control was replaced proactively.

Manufacturer narrative:
(B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, the unit alarmed between cases with a machine malfunction error message. There was no reported patient involvement.